Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\right side pain') and genital haemorrhage ('abnormal bleeding (general)') in a 21-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, uterine leiomyoma and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"), 18 days after insertion of essure. In (B)(6) 2008, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the urinary incontinence had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *insertion details, specify- (B)(6) 2008. The device was inserted, had 5 coils on one side and 3 on the other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 625647, manufacturing date: 2007-09, expiration date: 2009-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: new pfs received- event bladder /urinary disorder was updated with new event urinary incontinence. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\right side pain") and genital haemorrhage ("abnormal bleeding (general)") in a 21-year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, uterine leiomyoma and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 18 days after insertion of essure. On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower quadrant pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *insertion details, specify- 07jan2008 the device was inserted, had 5 coils on one side and 3 on the other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on 15-may-2008: total bilateral occlusion.. Lot number: 625647 manufacturing date: 2007-09 expiration date: 2009-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\right side pain") and genital haemorrhage ("abnormal bleeding (general),") in a (B)(6) year-old female patient who had essure (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, uterine leiomyoma and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"), 18 days after insertion of essure. On (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower quadrant pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *insertion details, specify- (B)(6) 2008. The device was inserted, had 5 coils on one side and 3 on the other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: new pfs + mr received- new events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), pain, vaginal discharge, weight gain / loss specify which one: weight gain, lower quadrant pain were added. Lot number and new reporters, concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.